Manufacturer narrative:
The manufacturing record review was performed. The units were released according specification in compliance with the product intended use as required. No material or process changes were present. The lens was manufactured according to established specifications and procedures. No deficiencies or deviations associated to this complaint type were encountered for this production order. No manufacturing related issue was identified. Product was manufactured and released within specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon experienced the haptics were sticking together on the optic when implanting the intraocular lens (iol). The haptics were very hard to loosen. No patient injury was reported. The lens remains implanted at the time of submitting the medical device report. Reportedly, the customer does not remember the date of the surgery. No further information was provided.